Event description:
Caller states the patient tested 2.8 inr on coaguchek system 1 and 2.1 inr on coaguchek system 2 during duplicate testing. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch for suspect device in coaguchek system 1. Reference medwatch with a1 patient for suspect device in coaguchek system 2.